Manufacturer narrative:
During both the rewind and load stages of the displacement test, unit returned a pump error 39. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests or verify no delivery alarm due to pump error 39. Did not note any evidence of previous moisture or corrosion on the electronic or motor assemblies inside the case. The motor was tested outside the device, and it failed returning a pump error 39. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow black alarm. Customer tried different reservoir. Customer tried all troubleshooting and clear alarm by performing rewind process. Customer reinserted reservoir and performed fill tubing to at least 5.0u and insulin pump alarmed again. No harm requiring medical intervention was reported. The insulin pump will returned for analysis.